Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was patient stated they cannot get the controller to work. Patient stated they have been charging the implanted neurostimulator(ins) really well, but for the past 3 days they have not been able to see their battery percentages. Patient mentioned the green light on the controller is not flashing on controller, but was did not clarify if this happened when plugged into ac power supply or recharger. Patient confirmed no battery corrosion or loose pins in the battery compartment. Patient stated they have charged the controller and have tried to charge their ins for countless hours and have been fighting with the equipment to try to make it work. Patient clarified they have been unable to recharge their ins in 3 days and are in pain due to seeing 'poor recharge quality' and 'no device found' (16). Patient stated they have been in pain due to difficulties charging the ins. Agent had the patient reset the controller and walked patient through passive recharge mode. Patient initially getting numbers 13-14-15, but when agent reviewed recharger placement, patient read numbers in the 90 's. While passive recharge mode was finishing up, patient controller screen went back and forth between excellent and poor recharge quality. It was determined pt was using recharger replaced and accidentally returned the wrong recharger to manufacturer. The issue was not resolved. An email was sent to the repair department to replace the recharger. Patient reported they had been charging since they made call to manufacturer, some 40 minutes ago (patient had been on hold for under 10min when agent answered). Patient said the controller went from 80% to 60% in that time, and the ins went from red to yellow/orange and the quality kept swapping between good and excellent. Patient mistook the triangle and ! Next to charge amount for ins to be error message at first, but agent explained. Patient them said they had been charging since 1pm (suggesting about 75 minutes of charge time had passed). They tried to remove and reinsert the battery pack, but that did not help charging to go faster. Patient was frustrated because they had ongoing charging issues. Patient noted they thought the replacement recharger had worked better for a little while, charged to 100% in one session in about 30 minutes (they did not detail the starting percentage), but then the same issues continued. Agent asked, patient confirmed they weren't getting any sort of error messages on the controller when charging. Patient asked about icons on home screen and agent reviewed; agent explained it did not sound like the patient was doing anything with the controller negatively impacting charge speed. Patient said the ins was located on the curve of their back, so it was difficult for them to maintain the perfect spot to charge, so it kept fluctuating in quality. Agent again redirected to hcp, as all equipment sounded like it was functioning as expected, they just had a difficult time due to position of internal ins. Patient will try to contact hcp for further assistance/imaging. Agent closed case.